Event description:
It was reported to boston scientific corporation in 2008, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female pt a day prior. According to the complainant, after introduction through the endoscope, the cut wire was noted to be broken. The procedure was completed with a second autotome rx sphincterotome. No fragments remained within the pt. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device confirmed the reported event. The working length was twisted and the exposed cutting wire was broken. The broken ends of the cutting wire appear blackened and burnt. This indicated that excessive electrical current flowed through the device. The cause of the excessive current is unk, although possible causes include: improper tome position allowed the cutting wire to abut the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. The july 2008, 15-month autotome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.